Event description:
On (B)(6) 2011, the lay user/patient's father contacted lifescan (lfs) alleging the patient's onetouch ping meter had a black mark on the display and was unable to check his blood glucose. The medical surveillance specialist (mss) spoke with the patient's mother on (B)(4) 2011 and obtained the following information. The mother claimed that on (B)(6) 2011 at approximately 5:30pm the patient but was unable to test using the subject meter due to black marks on the display. The patient reportedly manages his diabetes with novolog insulin via pump therapy. The mother could not specify when the issue first began nor could she provide information about when the patient last tested and what the result was. She reported that on that same day the patient's doctor had contacted them by phone with lab results and directed the patient to go straight to the ER (emergency room) due to the patient having "ketoacidosis." When the patient arrived at the ER he was treated with IV fluids and small doses of insulin via an IV drip until his blood glucose was regulated and was later released. The mother could not specify what the patient's blood glucose value was when he arrived at the hospital. At the time of troubleshooting, the cca noted that the subject device was not being used for the first time. There was no mention of trauma/misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient's mother claims the patient was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of severe hyperglycemia that required hcp intervention after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k082590.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(4), 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have a cracked/ broken lcd. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.